Manufacturer narrative:
After battery installation the unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform displacement test due to the display anomaly. The unit has a crack in the battery threads located above the left belt clip rail. Both belt clip rails broke off. The crack and the belt clip rails have glue on them. Finally the thin plastic strip located above the lcd display is missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.